Manufacturer narrative:
Updated fields: b5, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. There was no delay to the start of precleaning, which was properly implemented. During the precleaning process, the customer flushed the air/water nozzle with water and air. During the manual cleaning process, the customer did not wipe/brush the air/water nozzle with a clean lint-free cloth, brush, or sponge nor did the customer flush the air/water nozzle with detergent solution. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It was further noted that there was no damage to the area where the foreign material was detected. It is likely that the foreign material remained in the device because reprocessing was not performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The customer reported event occurred during inspection for use prior to an unspecified diagnostic procedure.

Event description:
The customer reported to olympus that there was a poor air/water supply issue while using the evis lucera elite colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign matter nozzle clogging was found. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, air and water supply volumes did not meet the standard value, and water removal ability did not meet the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob did not meet the standard value; the objective lens had a scratch, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.